Event description:
The customer used the suspect device to check their blood glucose. They obtained a result of 266 mg/dl. They weren't feeling well and called the emts. When the emts arrived they checked their glucose on their meter and the result was 113 mg/dl. They were taken to the hosp and admitted for hyperglycemia. At the hosp their glucose was 262 mg/dl on their meter and their device read 449 mg/dl. They were treated with insulin. Level 1 control was in range. The device was replaced and requested to be returned for evaluation.